Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experience an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the leg. Patient stated he was walking his dog and recalled the cgm was reading 190 mg/dl before starting his walk. Patient passed out on a lawn not too far from his house and was transported by the paramedics to the emergency room. Paramedics took a bg reading of 24 mg/dl and treated the patient with glucose. The patient was released the same day after bloodwork was performed and bg values returned to normal. At the time of contact, the patient was in normal condition. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. The sensor was inserted into the leg. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.